Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing loss of coverage in the right sire due to lead migration. The patient underwent a revision procedure wherein the lead was replaced and was kept by the medical facility. The patient was doing well postoperatively.